Manufacturer narrative:
The device was returned to olympus for inspection. And the customer's allegation was not confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: several scratches and chips on the device, adhesive on the bending section has a white clouded area, due to clogging of nozzle; water removal ability does not meet specifications. Plastic distal end cover has a dent, scope cover plate has peeling, and grip is shaved. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The device was cleaned, sanitized or disinfected prior to being sent for repair. The customer confirmed, that the facility does not delay the start of precleaning of the equipment after use. Customer noted, normal. No abnormalities on the accessories used for reprocessing. The customer noted, it is unknown if the facility wipes or brushes. The air and water nozzle with a gauze, brush, or sponge. The customer noted, it is unknown if the facility flushed the air/water nozzle with water and air. The customer noted, it is unknown if the facility flushed air/water nozzle with detergent solution. The investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the evis lusera colonovideoscope had an insufficient angle. During inspection and evaluation, the nozzle is clogged with foreign matter. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the legal manufacturer's investigation, the suggested event ¿the nozzle was clogged with foreign material.¿ was confirmed, and the specifications and functions were not satisfied. The foreign material could not be identified as well as the cause of the residual foreign material. Additionally, it was unknown whether reprocessing was conducted in accordance with IFU. However, it was confirmed that there was no deformation of the air/water nozzle. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The inspection method for the event is described as follows in the operation manual "chapter 3 preparation and inspection, 3.2 inspection of the endoscope and 3.6 inspection of the endoscopic system": ¿[inspection of the endoscope]: 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion tube for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function]: inspection of the water feeding function: 1 keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.¿. Olympus will continue to monitor field performance for this device.